Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 10.0 mmol/l, 19.0 mmol/l, and 33.0 mmol/l (mobile system) and 4.0 mmol/l (aviva expert system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.